Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced a bent cannula event, which led to elevated blood glucose levels of 500 mg/dl on (B)(6) 2022. The patient received treatment with a correction injection via multiple daily injections (mdi). The infusion sites reported were the abdomen, arm, thigh, and upper buttocks. The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.